Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incidence of hypoglycemia. Reporter states that, the patient was transported to the hospital and admitted with a blood glucose of 23 mg/dl and was released 2 hours later, with a blood glucose of 219 mg/dl, the device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.